Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim g4 user guide states always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (300 mg/dl). During troubleshooting with tandem technical support it was found that the pump am/pm time settings were switched. Pump logs were reviewed and found that the customer accidentally changed the date and time. Tandem technical support guided the customer through adjusting the pump time and date. Customer delivered a correction bolus via the pump, and manual injections to stabilize blood glucose levels.